Manufacturer narrative:
No frozen screen, audio/beep anomaly or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) esc buttons dome switch. No unlocked lcd keypad connector noted. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 89 mg/dl at the time of incident. Customer stated that when doing nothing it would go into different screens like in audio. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.